Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer replaced the insulin pump's battery twice in one week. The insulin pump alarmed replace battery now. The customer did not receive a low battery alert prior to the replace battery now alarm. This was the second occurrence of a replace battery now alarm without a low battery warning. Customer's blood glucose level was 65 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. No unexpected replace battery now alarms were noted. The power loss, low battery and error alarms were confirmed in the long trace. The detailed trace analysis confirmed that the pump alarmed low battery and then the alarm was triggered when the backup battery unloaded voltage was less than 3.7v for 240 consecutive minutes. Analysis of the micro timer in the detailed trace confirmed that the root cause was the non-sleep anomaly software error. The pump was received with a cracked and scratched keypad overlay and minor scratches on the lcd window and case.